Manufacturer narrative:
It was reported the patient experienced infection and was treated with oral antibiotics (date not reported). This report is submitted on june 25, 2019.

Manufacturer narrative:
This report is submitted on april 12, 2019. (B)(4).

Event description:
It was reported that the patient experienced a loss of osseointegration (date not reported). Re-implantation is planned but has not taken place as of the date of this report.